Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints in the lot number. Add'l info was requested. A completed questionaire has not been received. This report was mailed to FDA on 05/10/2013. The MFR ref number is: 2013-12058. (B)(4).

Event description:
A surgical coordinator reported a pt with a lens off axis and an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt is bilaterally implanted and experienced the same issues with the fellow eye. The fellow eye issues were previously reported to MFR report # 1119421-2013-00056. Add'l info has been requested.